Event description:
The following has been reported to hamilton medical ag on february 26th 2024 it was reported that on 24 feb 2024, , the hamilton t1 (sn (B)(6)) after replacement of esm the device failed to update the technical state of the device. The product number cannot be listed under modify tab. The customer failed to download the device logs either. According to the reporter, the biomed says that after esm board replacement, the device no longer has the proper product number to be selected under the modify tab. The technical state cannot be properly updated. Biomed cannot download any log files from the device. He says the current software vision is 2.2.5. As an immediate correction action, a replacement control board under rga27753cj will be sent. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on february 26th 2024. It was reported that on 24 feb 2024, the hamilton t1 (sn (B)(6)) after replacement of esm the device failed to update the technical state of the device. The product number cannot be listed under modify tab. The customer failed to download the device logs either. According to the reporter, the biomed says that after esm board replacement, the device no longer has the proper product number to be selected under the modify tab. The technical state cannot be properly updated. Biomed cannot download any log files from the device. He says the current software vision is 2.2.5. As an immediate correction action, a replacement control board under rga27753cj will be sent. As per avaialble information there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue occurred during preventive maintenance, following the replacement of the esm board. After the replacement, the device failed to update its technical state. Specifically, the product number could not be selected under the modify tab, and the customer was unable to download log files from the device. The issue was observed during startup (self-test) and was reproducible. The failure did not occur during ventilation, and no patient was involved. Consequently, the event did not cause or contributed to a death or serious injury of a patient. It could not be confirmed whether the device failed to meet its specifications at the time of the event due to lack of information. There was therefore no conclusive finding.

Event description:
The following has been reported to hamilton medical ag on february 26th 2024. It was reported that on (B)(6) 2024, the hamilton t1 (sn: (B)(6) after replacement of esm the device failed to update the technical state of the device. The product number cannot be listed under modify tab. The customer failed to download the device logs either. According to the reporter, the biomed says that after esm board replacement, the device no longer has the proper product number to be selected under the modify tab. The technical state cannot be properly updated. Biomed cannot download any log files from the device. He says the current software vision is 2.2.5. As an immediate correction action, a replacement control board under rga27753cj will be sent. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.